Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient ipg was eroding through the skin. In turn, the physician explanted the patients scs system to prevent infection from occurring. The patient was placed on antibiotics as a precaution. The issue has since been resolved.